Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump had a black display screen. The patient's blood glucose level was unknown at the time of the call. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. Unable to verify the display anomaly/black screen due to the button/keypad anomaly. No frozen screen was noted. The time advanced properly during testing. The pump had a cracked case at the display window corners, a cracked belt clip slot, minor scratches and a cracked display window.